Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s parent stated the patient developed an infection at the insertion site, was evaluated by a healthcare personnel (hcp) at a hospital who prescribed oral antibiotics. At the time of report, the patient was doing fine. No additional patient or event information is available.